Event description:
It was reported the physician removed and replaced the patient's ipg (ref MFR report # 1627487-2013-10254). The physician then connected the existing lead to the ipg. Diagnostics revealed contacts 1-8 had high impedances. The lead tails were disconnected and plugged back in opposite ports, the contacts 1-8 again had high impedances. The postoperative programming was unable to provide effective stimulation therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.